Event description:
Same case as MFR#: 2134265-2009-03303, 2134265-2009-03304. It was reported that during a percutaneous transluminal coronary angioplasty (ptca), three balloon ruptures occurred. The 95% stenosed lesion being treated was located in the non-tortuous, severely calcified proximal left anterior descending (lad) artery. During the procedure, a maverick2 balloon burst at 18 atm, a quantum maverick balloon burst at 12 atm, and a quantum maverick balloon burst at 14 atm, due to calcification. The number of inflations and to what atms for each balloon are unk. No pt complications were reported. Pt status reported as "stable."

Manufacturer narrative:
The complaint device was not returned to bsc for analysis. Return of the complaint device may have aided in attempts to confirm the reported events and root cause determination. The mfg batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B) (4).